Manufacturer narrative:
Engineering eval of the returned tibial tray noted that the bottom surface of the tray had burnishing consistent with motion between the tibial tray and bone cement. These markings were radial in appearance consistent with tray rotation about the stem. There were also deformations and scratches consistent with device removal. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Pt fell shortly after total knee arthroplasty and over time the tibial component became loose.